Event description:
According to the (B)(6) study, the patient was admitted to the hospital because of aso in the lower extremities. An unknown stent was deployed in the right superficial femoral artery (sfa). The patient¿s informed consent was obtained. After registration to the study (left sfa), the patient was allocated to the g-008 group and the study stent g-008 was deployed in the left sfa at the time of the index procedure. The patient had in-stent restenosis of the right superficial femoral artery (sfa) detected with echo at the 6-month follow-up visit. A week later, the patient was diagnosed with restenosis in the right sfa and coronary artery and the stent was deployed. At the 12-month follow-up visit, echo demonstrated good blood flow. The patient was seen for his 24-month follow-up visit, approximately two years post-index procedure. The abi was 0.83 on the right and 0.68 on the left. The restenosis in the left sfa was detected and the patient was scheduled for hospitalization for treatment approximately 2 weeks later. He was admitted to the hospital for the purpose of treatment of the restenosis in the left sfa. Plain old balloon angioplasty (poba) was performed was performed for the restenosis in the left sfa. The patient was discharged the following day and was doing well. Physician¿s comment: it was judged to be impossible to rule out a causal relation to the target lesion and the study device because the restenosis site was the same as where the study stent was deployed. Also, it was judged to be possible to rule out a casual relation to the procedure because a long time has elapsed since g-008 was deployed.

Manufacturer narrative:
Complaint conclusion: according to the (B)(4) study, the (B)(6) male patient, with a medical history of diabetes mellitus, arteriosclerotic obliterans, and angina, was admitted to the hospital because of aso in the lower extremities. An unknown stent was deployed in the right superficial femoral artery (sfa). The patient¿s informed consent was obtained. After registration to the study (left sfa), the patient was allocated to the (B)(4) group and the stent (B)(4) was deployed in the left sfa at the time of the index procedure. The patient had unknown % of in-stent restenosis of the right superficial femoral artery (sfa) detected with echo at the 6-month follow-up visit. A week later, the patient was diagnosed with restenosis in the right sfa and coronary artery and the stent was deployed. At the 12-month follow-up visit, echo demonstrated good blood flow. The patient was seen for his 24-month follow-up visit, approximately two years post-index procedure. The abi was 0.83 on the right and 0.68 on the left. The restenosis in the left sfa was detected and the patient was scheduled for hospitalization for treatment approximately 2 weeks later. He was admitted to the hospital for the purpose of treatment of the restenosis in the left sfa. Plain old balloon angioplasty (poba) was performed was performed for the restenosis in the left sfa. The patient was discharged the following day and was doing well. Physician¿s comment: it was judged to be impossible to rule out a causal relation to the target lesion and the study device because the restenosis site was the same as where the study stent was deployed. Also, it was judged to be possible to rule out a casual relation to the procedure because a long time has elapsed since (B)(4) was deployed. It is unknown what stents were implanted in the right sfa and coronary system. The rate of restenosis for these stents is unknown. Only one study stent was placed at the time of the index procedure. The residual % of stenosis after stent implantation was 0%. There was no possibility of dissection. No distal disease was left untreated. ¿healthy tissue to healthy tissue¿ was covered by the stent. The stent was post-dilated. The patient was discharged on aspirin, clopidogrel, and cilostazol. The patient was compliant with antiplatelet therapy. The restenosis was found in the site where the study stent was placed. The patient is currently in good condition. The complaint product was not returned for analysis as the device remains implanted. A device history record review was performed and showed that these lots of products met all requirements per the applicable manufacturing quality plan. In-stent restenosis (isr) is associated with the progression of atherosclerotic disease and is a known potential adverse event following stent implantation and does not represent a device failure. Intra-arterial stent placement is a treatment of the disease process, it is not a preventive or cure for the progression of symptoms of atherosclerotic artery disease. In-stent stenosis rates range from 11% to 39% from 6 to 12 months after stent placement. Rates were higher in older patients with more severe atherosclerosis and depended on the type of stenosis treated. Stenoses in stents are usually treated with intrastent pta or placement of a second stent. Factors that may have influenced this event include patient, procedural, pharmacological and lesion. Based on the available information there is no evidence to suggest that the event was design or manufacturing related therefore no corrective action will be taken.

Manufacturer narrative:
Additional information was provided by the affiliate. It is unknown what stents were implanted in the right sfa and coronary system. The rate of restenosis for these stents is unknown. Only one study stent was placed at the time of the index procedure. The residual % of stenosis after stent implantation was 0%. There was no possibility of dissection. No distal disease was left untreated. ¿healthy tissue to healthy tissue¿ was covered by the stent. The stent was post-dilated. The patient was discharged on aspirin, clopidogrel, and cilostazol. The restenosis was found in the site where the study stent was placed. The % of restenosis is unknown. Poba was performed to treat the restenosis. The patient is currently in good condition. The patient was compliant with antiplatelet therapy. Additional information is pending and will be submitted within 30 days upon receipt.

Manufacturer narrative:
(B)(4). (B)(6). The product remains implanted and is thus not available for analysis. Additional information is pending and will be submitted within 30 days upon receipt.